Event description:
It was reported that the customer experienced a malfunction with their pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was advised to use the current pump for backup therapy until a replacement arrives. Technical support planned to send a replacement pump, which the customer would receive with updated software. The customer was instructed on the necessary actions for returning the malfunctioning pump.